Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 24 x 3.50mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage - stent struts in the proximal and distal ends of the stent were lifted from their crimped position and pulled distally. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube kink located at 185mm distally from distal end of strain relief. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 15-dec-020. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 80% stenosed, eccentric target lesion was located in the non-tortuous and non-calcified restenosised right coronary artery (rca). Following pre-dilatation, a 24x3.50mm promus premier drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body. The physician reinserted the same stent at the mid rca but it was still unable to cross. The device was removed with the stent still within the balloon area. The procedure was completed with a 3.00x15mm non-boston scientific stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.